Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the cardiac resynchronization therapy defibrillator (crt-d) had been alerting for three days. It was noted the device had reached elective replacement indicator (eri) with suspected premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.